Manufacturer narrative:
The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The problem was resolved by replacement the mainboard. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump has a red screen and alarm with error code during setup. There was no reported patient involvement.